Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead implanted: 2010-(B)(6); d284trk implantable cardioverter defibrillator (ICD) implanted: 2009-(B)(6); 5076 implantable pacing lead implanted: 2005-(B)(6).

Event description:
It was reported an infection occurred. It was further reported that erosion occurred. The lead was removed and replaced. No further patient complications have been reported as a result of this event.